Manufacturer narrative:
H3: other code and h6: code b20 - the device remains implanted. Imaging have been provided by the physician. A review of patient imaging and product history records is underway. The gore® cardioform septal occluder instructions for use list thrombosis or thromboembolic events resulting in clinical sequelae as potential device or procedure related adverse events. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore that a gore® cardioform septal occluder was implanted in (B)(6) 2023 , to treat a patient with patent foramen ovale (pfo) after a transient ischaemic attack (tia). Prior the pfo closure, a thrombophilia test was done and was negative. After the implant, the patent was given aspirin and clopidogrel for 3 month and aspirin for an additional 3 months after. In (B)(6) 2023, the patient underwent a control echocardiogram and no abnormalities was found, everything was fine. On (B)(6) 2024 (after 1 year and 8 month), the patient came back to the hospital feeling uneased and with a fever. It was seen on the echocardiography (tte) that the patient has a thrombus at the left eyelet on the gore® cardioform septal occluder. The size of the thrombus was approximately 5mm x 5mm. Patient remained in the hospital under control and was administered novel oral anticoagulants (noac). Several blood tests showed no infection. On (B)(6) 2024 , the control tte showed a thrombus size approximately 3mm x 4mm, hence minimally reduced. The patient will receive short time intervals control tte for medication optimization.

Manufacturer narrative:
It was reported to gore that on (B)(6)2025, that the thrombus size increased to 8mm x 8mm. The patient is taking his medication according to instructions. The patient will be transferred to another hospital to remove the implant and undergo open surgery. Additional images was provided. Imaging evaluation stated the following: the patient underwent successful implantation of a gore cardioform septal occluder on (B)(6) 2023, with no initial complications. A small, round anechoic structure was later noted on the left disc eyelet. In (B)(6) 2024, the patient presented with fever, and a trans thoracic echocardiography image revealed a non-mobile echogenic mass near the center of the left disc where it is organized on the left atrial eyelet, consistent with thrombus. Anticoagulation therapy led to a reduction in thrombus size, and the patient remained clinically stable. However, by (B)(6) 2025, follow-up imaging showed that the thrombus had increased in size and appeared more organized, indicating progression despite treatment. Added health effect - impact code f1903.

Manufacturer narrative:
As part of our routine quality procedures, each batch of devices undergoes comprehensive quality control testing and inspections prior to release for distribution. Gore reviewed the manufacturing records associated with the reported lot number and verified that all release criteria had been met. The device remains implanted and therefore no product evaluation has been performed. The imaging evaluation confirmed that the trans thoracic echocardiography revealed an echogenic mass near the center of the left disc where it is organized on the left atrial eyelet. Based on the incident description and the subsequent investigation, no further information was provided to gore, we are unable to determine the cause of this incident and assign a root cause. Corrected h6: updated investigation findings code to c24, code c21 is no longer applicable. Updated investigation conclusions code to d15, code d16 is no longer applicable.